Manufacturer narrative:
(B)(4). Additional information received: is the current patient status known? The patient (female) left the hospital following the procedure. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No change in the post operative care, however during the procedure the surgeon has replaced the stapling by a suture of prolene thread.

Manufacturer narrative:
(B)(4). Batch # r5av1w. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when stapling, bad closing of the staples lead to bleeding. A second stapling had been performed but same issue. Used prolene suture to resolved the issue. Patient consequence was not reported.